Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: an outdated software version was identified. Updating to the latest version successfully resolved the issue. Corrected: h6 section imdrf codes were updated/corrected.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (summary): various technical errors appeared during ventilation while on patient. Health impact: none health impact or consequences were reported. An additional device was required.